Event description:
It was reported that there was a connection issue between the peritoneal dialysis (pd) transfer set and effluent sample bag which resulted in peritonitis. While attempting to remove an effluent sample bag from the affected transfer set, it was observed that the female connector was coming loose from the light blue mainbody of the transfer set. The nurse was taking an effluent sample from the patient and was removing sample bag which was on so tight upon twisting noticed the blue tip of the transfer set was un-threading rather than the sample bag port. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (dose and frequency not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.